Event description:
It was reported that the insulin pump alarmed low battery alert less than 1 week. Customer's blood glucose reading was 180 mg/dl. Troubleshooting was done with new battery and new battery cap with no success. Nothing further reported.

Manufacturer narrative:
Findings: pump received with normal operating currents. No low battery alert alarm noted during testing. A21 alarm after battery change due to c13/voltage leak. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.